Event description:
It was noted that the patient had a recent t-wave oversensing event and the right ventricle (rv) sensing is low. It was noted over the last 36 months that the rv lead has had a gradual decrease in r-waves and a rise in impedance. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.